Manufacturer narrative:
Philips service replaced the ip pc and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the ip pc failure caused no display/image during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.